Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 1.2a. Unit powered up properly after the test battery was installed. Unit was programmed and monitored for 3 days. No blank display or unexpected battery power loss anomaly noted. Unit passed the displacement test, the stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. No damage noted on the original battery cap. No damage noted on the battery tube threads. The original battery cap was turned 3 and 1/2 half-turns to install battery cap in the battery compartment (4 half-turns per 712 user's manual) and the battery cap slot does not align horizontally with the test p-cap. Using the original battery cap on a test mmt-712 pump, the battery cap slot does align horizontally with the test p-cap after 4 half-turns per 712 user's manual. On the original pump, the original battery cap slot did not align horizontally with the test p-cap due to battery tube threads on the pump case was molded 90 degrees off. However, the battery cap functions properly. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that battery cap cracked/damaged, unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.